Manufacturer narrative:
The reported event of cracked yokes file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a technical practice consultant site visit the customer reported small cracks observed below the pump module yoke. The customer further states that they are concerned that the cracked yokes could possibly contribute to an over infusion event as previously reported. There was no patient involvement.